Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target leion was located in the moderately tortuous and moderately calcified renal artery. A 6.0mmx20mmx135cm sterling balloon catheter was advanced for dilation. However, on initial inflation at 10 atmospheres for 3 seconds, the balloon ruptured. The procedure was completed with a different device and no patient complications were reported.